Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump had normal operating currents. The insulin pump was monitored and no unexpected failed battery test or bad battery alarms occurred during our testing. The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was unknown at the time of the call. The customer has been off the insulin pump since (B)(6) 2016 in the afternoon and has been on manual injections. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.